Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg. Report number: 3006697299-2020-00048.

Event description:
This is 2 of 2 reports. It was reported that the c4606s cusa excel 36khz precisiontip and c2602 cusa excel 36khz straight handpiece broke during surgery on (B)(6) 2020. Normally the tip is installed by the biotechnician. In the operating room (or), they tried to put a new tip on; because of that they probably broke the handpiece. The product was in contact with the patient but there was no patient injury. The event lead to a thirty (30) minute increase in surgery time. Additional information received on 27mar2020 indicating that they retrieved the large part of the tip but not the small tip that broke off. The sales representative asked where was the small tip but got no clear answer. They said that it fell in the sterile field. They finished the surgery using a second handpiece with a new tip already installed by the biotechnician. There was no other patient consequence reported.

Manufacturer narrative:
Device history record (DHR): the DHR was reviewed and no anomalies related to the reported failure was observed. The cusa handpiece was returned for evaluation: failure analysis: evaluation verified customer report as valid. The transducer was found to be twisted in the handpiece housing. The torque base was not used, and the housing and all o-rings of the coil form needed to be exchanged. Root cause: the root cause of the failure was due to overtorquing of the handpiece.

Event description:
N/a.